Event description:
A 90 minute surgical operation of the coracoid transposition on a pt was performed in the hosp. An erbe icc 350 electrosurgical generator and an unsplit dispersive electrode (model rs01) were used. The electrode was applied on the left hip. During surgery, the generator lost power: "... The generator had a loss of power and then recovered the power again...". After the procedure, two 3rd degree burns of 1 cm diameter were discovered underneath the electrode "near the connection of the cable". The electrode showed burn marks, too, and one edge had come off ("was raised"). The consequences of the burns have been described as "specific medical intervention, longer recovering in hosp, extension of the disease period after the pt dismissal, asked the advice of a plastic surgeon". The orientation of the electrode, the output power setting of the generator, a detailed description of the "loss of power", sex and weight of the pt, his/her medical history, skin preparation and the position of the pt have not been disclosed to us.

Manufacturer narrative:
The retained and returned samples of the same lot have been tested visually, mechanically, electrically and thermally. All samples were found to perform within limits. No faults could be detected. It should be noted that the use of a split electrode (instead of the unsplit electrode actually used) with activated electrode contact quality monitoring system would have prevented any burn. The IFU explicitly states this warning: 'if an electrosurgical unit offers an electrode contact quality monitoring system (like rem, nessy etc.), always use a split electrode." The hosp had ignored this warning. As no further info (in particular on the circumstances of the "loss of power" and the skin preparation) has been made available to us so far despite of repeated efforts (questionaire and repeated emails), no further conclusion can be drawn. The hosp has stated explicitly that they will not provide any further info (email from reporter on sept 24th): "unfortunately, they have not wanted to fill in the questionnaire and to give us the plate causing the accident."